Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 6. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. No patient extensions were in use. The patient had not disconnected prior to the alarm. Ther were no open clamps on unused lines. There was nothing unusual about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that the supply bag on top of the heater bag seemed to have a loose connection and some solution had come out. The technical service representative (tsr) had the hp the power cycle the hc to end therapy and advised the hp to contact his registered nurse about the possible exposure to unsterile air. The hp ended therapy on the hc and was finishing therapy manually. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. However, the root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the potential use error in this report. This issue is being investigated through CAPA.